Event description:
(B)(4). This device case, which did not contain an adverse event, reported by a sales representative who contacted the company to report a product complaint, concerns a patient of unknown age, gender and ethnicity. The patient received an unknown product for an unknown indication via a reusable humapen memoir burgundy device. It was reported that the reusable humapen memoir burgundy device was defective. On (B)(6) 2012, the device was returned to the company and showed a company identified reportable malfunction (missing segments in the dose numbers). The humapen memoir burgundy is associated with a product complaint (B)(4) /lot number 1005c02. The user of the device and training status of the user were unknown. It was not known how long the patient had been using the device. The device was returned to the company on (B)(6) 2012. Update (B)(6) 2012: additional information was received from the global product complaint safety database on (B)(6) 2012: added the lss device analysis summary to the product tab and updated the EU/ca fields, medwatch fields, and the narrative.

Event description:
(B)(4). This device case, which did not contain an adverse event, reported by a sales representative who contacted the company to report a product complaint, concerns a patient of unknown age, gender and ethnicity. The patient received an unknown product for an unknown indication via a reusable humapen memoir burgundy device. It was reported that the reusable humapen memoir burgundy device was defective. On (B)(4) 2012, the device was returned to the company and showed a company identified reportable malfunction. The humapen memoir burgundy is associated with a product complaint (B)(4)/lot number 1005c02. The user of the device and training status of the user were unknown. It was not known how long the patient had been using the device. The device was returned to the company on (B)(4) 2012.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. No further follow-up is planned. Evaluation summary a patient reported that their humapen memoir device was defective. Investigation of the returned device (batch 1005c02, manufactured may 2010) found missing segments in the ones column of the dose numbers. The root cause was determined to cracked conductors within the lcd interconnect cable. A house sample review did not identify any manufacturing batch related potential causes. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action, cracked lcd cable - a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Improper use and storage - there is no evidence of improper use or storage.